Manufacturer narrative:
Patient ID not provided due to swedish patient privacy regulations. Device was not evaluated as the issue was caused by the site using too many instruments at one time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported the system could not see the imaging system being used for the procedure. It was noted there were more than 15 instruments being used for the procedure. The site was instructed by a manufacturer representative to removed some of the instruments to get below 15, and then the imaging system was visible, and the issue was resolved. This issue occurred intraoperatively and caused a less than one-hour delay. There was no reported impact on patient outcome.